Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of firm palpable lump and immune response are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks, pre auricular and jawline. A month later, the patient had another injection with juvéderm ultra xc in the nasolabial fold, marionettes and pre auricular. Patient was also injected in the lips with restylane the next month. Three weeks later, the patient was unwell with a viral illness and their wcc was elevated. Three months after that, the patient had a top up in the lips with restylane kyss. About 2 weeks later, the patient developed a late onset reaction consisting of a firm palpable lump to the right side of the jawline. Patient was reviewed with by a physician and was thought to be a biofilm or immune response. It was later clarified that it appears to be an immune response. Patient was treated with hylase and keflex. The reactions became worse the following week and there were no improvements to the right jawline. There was a 2nd lump to the preauricular on the right side and the lip border. Patient was again treated with hylase. Another week later, patient symptoms continue to worsen and the patient then had lumps to the jawline, pre auricular, cheeks and lip boarder. Patient was reviewed by 2 other physicians for second opinions. Patient was then treated with prednisone and ciprofloxacin. One of the other physicians reviewed the patient 3 days later and there was slight improvement. Patient was to continue treatment with prednisone and ciprofloxacin. The patient has greatly improved and all the lumps have now settled without any further treatment after steroids. The symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2018-01204 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.